Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, noise reversion episodes were observed on the ventricular channel. Upon analysis of the episodes ventricular lead noise was confirmed however the amplitude of the noise was unable to be determined. Lead noise was unable to be reproduced via isometric testing. Programming changes were recommended. Patient will continue to be monitored.